Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03486 for the first spyscope ds ii and report number 3005099803-2024-03488 for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheter were used in the pancreatic duct during a lithotripsy procedure performed for the treatment of pancreatic duct stone on (B)(6) 2024. During the procedure, the image of the first spyscope ds ii was lost about a minute of usage. The device was disconnected and a second spyscope ds ii was used, however, the image was not displayed from the start, the controller was restarted and the device was reconnected many times; but no image was displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure. Block h11: the returned spyscope ds ii analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. During product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image problems. Functional testing in the form of articulation did not cause image to be disrupted. A leak test did not confirm the presence of an internal pathway into the optics lumen. Throughout all tests, the device behaved normally and no changes to the live image were seen. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code is being used to capture the reportable event of aborted/rescheduled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03486 for the first spyscope ds ii and report number for the second spyscope ds ii. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheter were used in the pancreatic duct during a lithotripsy procedure performed for the treatment of pancreatic duct stone on (B)(6) 2024. During the procedure, the image of the first spyscope ds ii was lost about a minute of usage. The device was disconnected and a second spyscope ds ii was used, however, the image was not displayed from the start, the controller was restarted and the device was reconnected many times; but no image was displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.